Manufacturer narrative:
The device was received for evaluation. During functional testing, false air in line was reproduced. A review of the event history log revealed false air in line. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification optical sensor readings. The upstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. The event occurred during programming/setup in the infusion therapy department. There was no patient involvement. No additional information is available.